Manufacturer narrative:
The codman perforator (ID 261221) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID (B)(4)) drill that disassembled when pulling the device from cranium after making the third burr hole. The inner drill remained in the cranium during a surgery for aneurysm was performed. After removing the inner drill, another device was used to complete the procedure. There was a delay of less than 30 minutes. The product made a 3-burr hole and the drill used is unknown. It was stated that there was a possibility of the product remained in the patient's body. According to information provided, it is unknown if any part fell into the surgical site. It is also unknown if the perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole. The patient recovered.